Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive due to the sample condition. Two photographs were the only items provided for investigation. The photos showed what appeared to be an unused non-vad extension set in its unopened package. The implicated safestep infusion set was not observed in the photos. The leak could not be verified from the photographs that were provided for investigation. A lot history review (lhr) of asdns0089 showed no other similar product complaint(s) from this lot number.

Event description:
It as reported that there was leakage of the catheter line while connection with infusion set. It was stated while connecting the infusion set through needless connector, there is no leakage.